Event description:
It was reported that the patient complained of feeling a sensation of 'heat or warmth' at the base of the heart that appears to occur around 3 am and has been occurring since implant. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.